Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The dentist reported that, on the same day as implant was placed in patient's mouth, there was poor bone quality and non-osseointegration. It was reported that patient had good hygiene and type iii bone. This device will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The dentist reported that, on the same day as implant was placed in patient's mouth, there was poor bone quality and non-osseointegration. It was reported that patient had good hygiene and type iii bone. This device will be forwarded to the manufacturer for investigation. There were no reported complications.